Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was observed to be in fallback mode. A visual inspection of the device header and case noted no anomalies. Laboratory analysis was unable to determine the root cause or time of the memory corruption that resulted in the device going into fall back mode. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.